Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the electronic starclose instructions for use (IFU), states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device which may necessitate interventional and/or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a contralateral superficial femoral artery leg interventional procedure. Reportedly, the clip was successfully deployed. Resistance was felt upon removal of the starclose se device. A little more force than usual was used to pull the device out from the anatomy. No tissue damage was noted. The safety release was not used. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.